Manufacturer narrative:
Qc performed prior to the event resulted within the customer's established range. A system check performed in 2007, was within specs. There was no indication of errors being received in the event log. The specimens were collected in lithium heparin plasma with gel tubes. A field service engineer (fse) was dispatched to the customer's lab: the fse conducted a diagnostic testing and results met specs. The fse suggested customer performs a 20 replicate precision run and results were acceptable. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the access 2 instrument. Two days in 2007, four (4) samples from a pt were tested for accu tni: sample a: the initial result was 0.55ng/ml and 0.12ng/ml upon repeat. Sample b: the initial result was 0.11ng/ml. The sample was re-centrifuged and then re-tested. The repeated results were in the range of 0.02ng/ml to 0.04ng/ml. Sample c: the initial result was 0.02ng/ml. The sample was tested on a different instrument in the customer's lab and the result was also 0.02ng/ml. Sample d: the initial result was 5.34ng/ml and 0.15ng/ml upon repeat. It is not clear if the erroneous results were reported out of the lab. Based on available info, the pt was admitted to ICU. However, there was no report of pt injury requiring medical intervention or change to pt treatment received regarding this event.